Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.

Event description:
Healthcare professional right side rupture and " a small area of extravasation of the prosthesis content". "The hypothesis of a pericardial/bronchogenic cyst could be considered." Was also reported as non device related. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, h4, h6.

Event description:
Healthcare professional right side rupture and " a small area of extravasation of the prosthesis content". "The hypothesis of a pericardial/bronchogenic cyst could be considered." Was also reported as non device related. Device remains implanted.